Event description:
The field engineer reported that, during a preventative maintenance, the system displayed an x-ray disabled error message, which would result in a loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The universal node was identified as being inoperable. No conclusion can be drawn as repair info is unavailable at this time.